Event description:
It was reported the patient had a shocking or jolting sensation and their manufacturer representative instructed them to turn their therapy off on (B)(6) 2013. It was stated that even with therapy off the patient was feeling a "shocking" sensation on the right side of their right leg. The patient noted implantable neurostimulator (ins) felt hot to the touch and the ins site was painful. It was noted the patient had been feeling irritation while urinating which they stated was a lot. Reportedly, the patient had a doctor¿s appointment scheduled for (B)(6) 2013. It was stated the night prior to report the patient experienced shaking and chills for about 3 hours and then they went to bed and was able to sleep. It was reported the day of report the patient¿s whole body felt sore to the bones from the intense shaking they were experiencing. The patient stated they had not had any events or traumas or falls, but they did go a doctor for treatment of a virus in (B)(6) 2013. It was noted the patient experienced the same shaking and chills with that virus in (B)(6) that they had the night before report. Reportedly, the patient had been having the pain at their implant site for at least 6-8 weeks prior to report. It was noted it was hard for the patient to tell if the ins site or the stimulation was causing the pain. It was stated the patient also felt shocking and vibration in their right leg.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va08ezq, implanted: (B)(6) 2013, product type: lead. (B)(4).